Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with 1 cc of juvéderm® volux¿ xc. Eighteen days later the patient was injected in the jawline with 1 syringe of juvéderm® volux¿ xc. The next month, the patient contracted non-device related ¿covid¿ for 48 hours with symptoms of ¿ear pain, throat pain, anosmia, loss of taste and a low-grade fever.¿ during this time, the patient began to experience ¿tenderness and swelling¿ at the injection sites and palpable ¿lumps/nodules¿ that were ¿tender and sore to touch¿ and had ¿inflammation¿ in the jawline. The events come and go. Two months later, the patient awoke with ¿discomfort and swelling¿ on both sides of the chin. The patient refused prednisone treatment, so the filler was dissolved with hylenex. Event is ongoing. This is the same event and the same patient reported under abbvie complaint #(B)(4), and (B)(4). This emdr is being submitted for the second injection with a serious injury.